Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "localizer faulted" while in the clinical app. Troubleshooting information was received. The camera displayed a green and amber light. The manufacturer representative (rep) at the site checked the network device interface (ndi) toolbox and found bump and temperature faults. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r. H3, h6: no products have been returned to medtronic for evaluation. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. H3: analysis was performed for product: 9735821r, lot number: p903832. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. Event logs reported intermittent firmware incompatibility. There was also a intermittent illuminator current fault. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .312mm with a passing threshold of .250mm. Codes b01, c08 and d02 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.